Manufacturer narrative:
Additional information b5: additional information received indicated the patient did not suffer any adverse effect related to the event.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not alarm an occlusion and drops were flowing but blood had backed up several inches into the tubing during therapy (medication, dose, programmed amount unknown) at a rate of about 30 ml/hr. When they tried to flush, it would not flush. They changed the extension set and found a huge clot at the end. The problem occurred at the pediatric unit. No additional information is available.